Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure, the physician was unable to implant the lead due to a cerebrospinal fluid (csf) leak. Reportedly, the physician was not able to gain epidural access and the procedure was abandoned. Follow-up information indicated that no intervention was performed and the issue has since resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.